Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m228696 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m228696 and test base part number 192-430 / lot m228696. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot m228696 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative results (confirmed and unconfirmed, conflicting results) related to kit lot m228696 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single-use: device discarded.

Event description:
The customer reported two (2) conflicting results with the ID now covid-19 2.0 assay performed on 27apr2023 on an unknown sample type. This manufacturer's report addresses test one (1) of two (2). The first test generated a positive result. Repeat testing was performed on the same day on another ID now covid-19 2.0 assay on a nasal sample using the kit swab and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported two (2) conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on an unknown sample type. This manufacturer's report addresses test one (1) of two (2). The first test generated a positive result. Repeat testing was performed on the same day on another ID now covid-19 2.0 assay on a nasal sample using the kit swab and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.